Event description:
It was reported that an inquiry was made into whether the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Review of the device data indicated there was normal device behavior and no further action was taken. Later in time, the s-ICD exhibited a lc (long charge time) code. The cause of the lc code cannot be determined at this time, however the battery voltage has been confirmed to be normal. Device replacement was recommended. At this time, no intervention has been performed and the s-ICD remains in service. No adverse patient effects have been reported.